Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to pain/non auditory sensations. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Correction: the correct date of awareness is (B)(6) 2024; not (B)(6) 2024 as previously reported.